Manufacturer narrative:
Plant investigation has not yet been completed. A follow up report will be filed upon completion of the investigation.

Event description:
A hemodialysis inpatient user facility has reported that during treatment a blood leak occurred. The leak was visually observed internal and the machine alarmed. Estimated blood loss was 100ml. Cracks or other damage was not noticed on the dialyzer. The patient had no adverse effects and no medical intervention was required. The patient was moved to a new machine to complete treatment. Patient was in stable condition and did not suffer any adverse events or require medical intervention. The product is available for return and has been requested.